Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The blood glucose value provided was 250 mg/dl. The distributor is in the process of returning the non-functional pump for evaluation, and a replacement pump with a new serial number has been issued.